Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported that they were diagnosed with peritonitis. The patient stated they were taking antibiotics. Additional information was obtained through follow-up with the patient and the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain, cloudy pd effluent, and malaise. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. A pd culture was obtained (unknown date). The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin daily for 2 weeks (dose not provided). The culture results state gram-positive cocci. No organism was documented in the clinic files. The white blood cell (wbc) count was not available. The patient continued continuous cyclic pd (ccpd) therapy during recovery. The patient was discharged on (B)(6) 2026. The cause of the peritonitis was a fluid leak. The patient stated that they attempted to change a bandage at their pd catheter site (date unknown). They used a pair of scissors and accidentally cut the line on the pd catheter extension set, putting a hole in the line. The patient was seen at the pd clinic the following day where they changed out the pd catheter extension set. The patient confirmed there was no leak with any fresenius product or solution bags prior to or during any treatment. The only issue was that the patient accidentally cut the line with scissors. No further information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the pd catheter extension set and the patient event of peritonitis. However, there was no reported defect with the catheter extension set which caused the peritonitis event. The patient accidentally cut the line causing a contamination event to occur which resulted in the patient developing peritonitis. Patients are instructed to avoid using scissors or sharp objects in the vicinity of their pd catheter when removing dressings. The culture result of gram-positive cocci supports the reported cause of the peritonitis linked to the leak caused by the patient cutting the line. Gram-positive cocci can be found on the skin and mucous membranes in the mouth as well as the nasal passages and throat of humans. Based on the available information and no evidence of a defect, the pd catheter extension set can be excluded as causing the patient¿s peritonitis.